Event description:
It was reported that during a da vinci small bowel resection procedure, the endowrist one vessel sealer instrument did not fully seal the total length of the area that it is supposed to seal. No patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient. On (B)(4) 2015, intuitive surgical, inc. (Isi) representative provided following additional information: the vessel sealer instrument worked but surgeon had to seal several times as seal function wasn't desiccating tissue. Surgeon was aware but only because of visual cues. The sealing cycle was about ten seconds and the system did not give any error message that the instrument is not sealing. Surgeon inspected the surgical field and there was no tissue effect. The surgeon used cut function and there was minimal bleeding, which was controlled immediately. The surgeon switched to another energy instrument to complete the procedure. There was no patient injury.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the vessel sealer instrument did not fully seal the total length of the area, which could likely cause or contribute to an adverse event, if the malfunction were to recur.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to confirm the customer reported complaint. Visual inspection did not show blade exposed or damage to the grip assembly. There was some bio-debris within the garage track. The cautery and seal function tests were performed with out any issues. The grip force test and the jaw gap test were performed and passed. The electrical continuity testing was performed and passed. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event.